Manufacturer narrative:
The device has not been returned. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device heats up. There was no user/patient impact or injury.

Manufacturer narrative:
The customer complaint was not confirmed. The temperature rises from 67 to 72 degrees f in the first minute. But the collet temperature rises from 67 degrees f to 96 degrees f in 5 minutes. Therefore it exceeds the limit of 27 degrees f. The collet needs replacing. Motor thread is damaged. The motor, collet and o-rings have been (preventively) replaced. The device has been successfully tested. Sn has been changed from (B)(4) to (B)(4). If information is provided in the future, a supplemental report will be issued.